Manufacturer narrative:
Batch review performed on 05-dec-2024: lot 130326: (B)(4) items manufactured and released on 08-05-2013. Expiration date: 2018-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component revised: batch review performed on 05-dec-2024: liner: versafitcup dm 01.26.3644hct flat pe hc liner ø36/e (k120531) lot 134669: (B)(4) items manufactured and released on 27-11-2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 10 years and 9 months the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.